Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of high impedances was confirmed. Analysis of the return leads found a cam impression followed with a kink with multiple broken wires on each lead body. The root cause is consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32195. It was reported the patient experienced autoreducing due to high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.